Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and interconnect cable were replaced reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system did not boot up. There was no patient injury or death reported.